Manufacturer narrative:
B3: updated h11 updated: customer reported chart check showing overrides. The investigation was completed by conducting a thorough evaluation of the product and the reported information. On (B)(6) 2024, field 2b was sent to the machine and treated in full. Mosaiq incorrectly displayed the actual mu in both the override report and the header section of the treatment chart window for the field. This incorrect recording was caused by the erroneous specified meterset value ((B)(6) instead of (B)(6)) recorded in the beam record from the third-party machine that mosaiq received and used. The field, however, was treated in full and recorded correctly in the treatment history report. There was no mistreatment of field 2b for this patient. The defect was resolved in mosaiq (B)(6) which was available from (B)(6) 2021. The customer is using mosaiq 2.64.296.0001, this version is end of life and no longer supported. The customer is planning an upgrade to a newer version of mosaiq. Please note this case is for the second patient. The first patient is addressed in (B)(4). (2950347-2024-00011).

Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed. H4: manufacturing date is not on the label, but it is known so field h4 has been completed with this information. Please note this case is for the second patient. The first patient is addressed in (B)(4) (2950347-2024-00011).

Event description:
Customer reported chart check showing overrides.